Event description:
A pt had incisional hernia repair with implantation of a 20 x 30 cm xcm biologic surgical mesh to bridge a large abdominal wall defect. Nine days later, while in the clinic waiting room for a follow-up visit, the mesh failed resulting in evisceration. On (B)(6) 2010, the xcm biologic surgical mesh was removed. The surgeon found that the sutures had torn through the mesh on the right side, but were intact on the left side. There were no signs of infection or seroma. The hernia site was subsequently repaired with a synthetic surgical mesh.

Manufacturer narrative:
Method: lot release testing data was reviewed and photographs of the removed device were provided for review by the surgeon for review. Results: lot release testing showed that all acceptance criteria had passed.